Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her son's infusion set was changed at home and the set was found to be bent. It was stated that as he woke in the morning, his blood glucose was over 600 mg/dl and they tested two other times and the outcome was same. He self-treated with the bolus by the pump. He had nausea, vomiting and abdominal pain. Subsequently, his mother took him to the emergency room, where his blood glucose levels came around 500 mg/dl. Following, which he was admitted in the intensive care unit for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.